Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown) evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a fusiform 5.4 cm in diameter abdominal aortic aneurysm. The aortic neck was 26 mm in diameter renal arteries neck is 1.5 cm in length with mild less then 20 degree angulation, 28 mm in diameter at the renal artery, and 2 cm below the renal arteries 32 mm in diameter, conical. The iliac vessels reported as there was mild calcification and mild tortuosity. The stent grafts were implanted and upon final angiogram it was noted that there was a possible proximal type I endoleak or late type IV endoleak or type ii endoleak coming form a lumbar artery the present. The leak appeared at the flow artery there were two lumbar arteries that came in at that level as well. The physician modeled the stent graft with a coda balloon; however, the endoleak did not resolve. The physician is going to monitor the patient and believes it will resolve. No clinical sequelae were reported, and the patient is fine.